Event description:
Facility advised there is interference with new equipment in ep lab upon activation of plasmablade.

Manufacturer narrative:
(B)(4). Eval: method: facility not returning product therefore no evaluation to complete. Eval: results: facility not returning product therefore no evaluation to complete. Eval: conclusion: facility not returning product therefore no evaluation to complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.